Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 812 pulses and completed an immediate bolus before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy.

Manufacturer narrative:
The device has not been returned/received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s husband that the patient¿s blood glucose level rose above 250¿mg/dl. The patient was reportedly unsure whether the cannula had inserted into the skin because she did not hear the normal deployment sound, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was still being worn at the time of reporting.